Event description:
Patient in labor, had epidural placed with pca pump. Medication was 0.125% marcaine with 2mcg/ml fentanyl. Total to start 100 ml. The pump was set for a continuous infusion rate 12ml/hr; bolus was given at 10ml/hr with 30 minute lock out. Max dose in 4 hrs was 36 ml/hr. The infusion was started at 0725. Patient's mother notified nurse that the pump was malfunctioning. Patient received nearly all of 100 ml of medication from 0725-1100. The pump appeared to start continuously dosing without stopping. Pump settings were rechecked and were all correct. Patient had no ill effects.